Event description:
Boston scientific received information that during a follow up the lead safety switch was tripped for this right atrial lead. Reprogramming back to bipolar configuration took place and all lead parameters appeared normal. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information was received which noted that this lead was explanted due to high impedances and high pacing thresholds. A review of the daily measurements noted that the high impedances were seen back in (B)(6) 2013. The device was reprogrammed to vvir until the time of the lead revision, but the clinician deemed that the patient would benefit from atrial-ventricular sequential pacing. The right atrial lead was surgically abandoned, and will not be returned.